Event description:
Operator overlooked to enable dose tracking check functionality during dosimetry/department setup in the record & verify treatment & delivery system. The issue was discovered after the 6th fraction, which resulted inpt mistreatment. Total prescribed dose of 1000 cgy was intended for theleft neck boost using 12 mev electrons single field. Add'l dose of200cgy was treated to the same location for a total of 1200cgy. It isimportant to note that the dose tracking functionality is user configurable and it's functionality is described in our users manual/application help dept setup section. Enabling the dose tracking function allows the dept to receive dose check warnings.

Manufacturer narrative:
Method - other: user manual was reviewed for clarity and actual workflow was evaluated on a simulated system (see attachment for user manual) info, application online help screen shot, and actual application screen shot of the dose tracking configuration in dept setup). Investigation is on going.